Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer did not mentioned treatment for high blood glucose. The customer also reported that she received several calibration error alarm and bad sensor alerts. The insulin pump will not be returned for analysis.